Event description:
It was reported that the patient had adverse effects of pain when she drove under power lines. No further information was reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).